Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which led to peritonitis. The breach in aseptic technique was initially reported as "digestive trouble due to food" and was later clarified to be a touch contamination related to diarrhea. The peritonitis was manifested by abdominal pain, cloudy effluent, and diarrhea. On the same day as the event onset, the patient was hospitalized for peritonitis. On an unreported date, the patient began treatment with unspecified antibiotics (drug names, doses, routes, frequencies, and durations were not reported) for peritonitis. Five days prior to the receipt of this report, the patient was discharged from the hospital and was considered recovered from the peritonitis event. Dianeal therapy was ongoing. It was not reported if the patient was retrained in aseptic technique. No additional information is available.